Manufacturer narrative:
Despite efforts, additional information could not be obtained. This report will be updated should further information be received.

Event description:
Boston scientific received information that this right ventricular (rv) lead and competitor device exhibited non-detection. A revision procedure was performed wherein the lead was surgically abandoned and replaced. No adverse patient effects were reported.